Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. There was no additional adverse patient effects were reported. This pacemaker was explanted.